Manufacturer narrative:
The manufacturer previously received information regarding a ds2adv auto CPAP. The patient alleged irritated sinuses and dry. Medical intervention was not specified. After further review, the device involved in this report has been determined to be out of scope of the referenced recall. Based on the information available, this complaint is considered not reportable.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleged irritated sinuses and dry. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.